Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced to the target lesion. The balloon was inflated at 10 atmospheres on the first inflation. However, it ruptured at 10 atmospheres on the second inflation. No kink was noted prior to the procedure and no resistance was encountered during the procedure. The device was completely removed from the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the coyote es was received with no original packaging or other devices. There was blood in the inflation lumen and balloon. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, streams of water emitted from pinholes in the balloon wall adjacent to both sides of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous anterior tibial artery. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to the target lesion. The balloon was inflated at 10 atmospheres on the first inflation. However it ruptured at 10 atmospheres on the second inflation. No kink was noted prior to the procedure and no resistance was encountered during the procedure. The device was completely removed from the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.